Event description:
A customer reported that the system displayed a "footswitch fault" during a cataract extraction procedure. The procedure was aborted. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).